Event description:
Stylet migration and patient death. The doctor does not consider the cause of death was related to the remaining stylet in body. This will be conservatively reported as a patient death because a retained stylet can migrate and potentially contribute to a patient death and because the exact cause of death is unknown.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the stylet remains in the patient. A lot history review (lhr) of rere0587 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (rere0587) are for stylet migration, only one event has potentially contributed to a death.